Manufacturer narrative:
The event is filed under internal karl storz complaint ID: (B)(4). Device was returned for investigation and the investigation is pending.

Event description:
It was reported that during a surgery, an instrument broke off at the distal end and remained in the patient. During the attempt to pierce the acetabular labrum with the suture forceps, the lowest branch broke off and landed in the patient's hip joint. When trying to retrieve the broken piece, it got stuck in the patient's soft tissue. Further steps to retrieve it were unsuccessfully.